Event description:
Medical records received (B)(6)/2018 were reviewed on (B)(6)/2018. Patient reported to have pain.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced surgical intervention with device revision or replacement.

Event description:
On (B)(6) 2018, the patient underwent a right knee revision with tibial insert exchange to address infection. The surgeon also performed an irrigation and debridement, complete synovectomy, and placement of stimulan antibiotic containing pellets. Prior to revision, the patient was experiencing the following adverse symptoms: pain, discomfort, swelling, warmth, and numbness. The surgeon noted synovitis within the knee. The tibial tray, patellar component, and femoral component were well-fixed and retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional related report against the provided product code/lot code combination. It is recognized however that it involves this same patient and same individual device. It is the result of the patient having an adverse event where the device was not removed. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. - the device associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; pfc sigmarp cv tb/in s4 12.5; unknown knee patella component; unknown bone cement.

Event description:
Subject ID: (B)(6). Associated study: rotating platform. Clinical adverse event notification received for acute hematogenous sepsis. Event is serious and is considered severe in severity. Event is related to both device and procedure. Doe: (B)(6) 2018. Doi: (B)(6) 2017. Dor: (B)(6) 2018 (right knee). Patient was admitted to the hospital and underwent irrigation and debridement with poly exchange. Event is considered resolved.